Event description:
The one touch ultrasmart meter was powering off during use. On april 26, 2006 at 8:00pm the patient noted the reported meter would power off during use and the patient was unable to obtain a blood glucose result. At that time, the patient was feeling sweaty, and then passed out. Emergency services were contacted, and obtained a blood glucose reading for the patient of 23 mg/dl. The patient was treated with a glucogan injection and food. It would have been helpful to determine at what time the paramedics arrived and tested the patient, what meals or medications had been taken prior to the event, what the patient's blood glucose results were from earlier in that day, her medication regimen, if she required hospitalization, and if she had a backup meter. The patient tests her blood glucose level every hour. The customer care advocate (cca) determined the meter's battery was greater than one year old. According to the onwer's booklet for this meter, the expected battery life is 1000 tests or approximately one year. The meter, test strips and control solution were replaced. Although the meter's battery was greater than one year old, the patient was unable to obtain a blood glucose result using the reported meter while hypoglycemic and received medical attention.